Event description:
The customer reported that the alarm has no power when tested with new batteries. Battery connectors are intact. Battery door is missing from the alarm. No visible damage to the outside of the alarm case. Inspection shows the unit has an intermittent alarm.

Manufacturer narrative:
(B)(4): eval results: eval of the returned product found that the alarm powers on with new batteries but has an intermittent alarm. The fail safe sounds intermittently. The overmold of the alarm case is damaged. (B)(4).